Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Manufacturer narrative:
The tsh reagent lot number was 18499801 with an expiration date of 12/31/2015. A specific root cause could not be identified. Based upon the information provided for investigation, an instrument issue was not identified as instrument performance checks were within specification. A general reagent issue can be excluded as quality controls and calibration were within acceptable limits.

Event description:
The customer complained of erroneous results for 1 patient sample tested for thyrotropin (tsh). The erroneous result was not reported outside of the laboratory. The initial tsh result was 0.042 miu/l. The repeat result was 5.47 miu/l. The repeat result was reported outside of the laboratory. No adverse event occurred. The tsh reagent lot number and expiration date were not provided. Calibration and quality controls were acceptable.